Manufacturer narrative:
H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator was having error in the o2 sensor. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's oxygen blending module board, in-line filter and machine flow sensor needs to be replaced to address the issues. There was evidence of dust and dirt contamination.